Event description:
It was reported that the patient with this neurostimulator experienced undesired sensations. The patient noted that they did not like the feeling of stimulation shortly after the device was implanted. The patient reached out requesting device removal due to the sensation. Multiple follow-up attempts were made, but the patient did not respond or return calls. The patient was advised to schedule an appointment with the physician to further discuss concerns. Additional information reported that the patient underwent explant surgery. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. Tined lead UDI: (B)(4).